Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part cable serial number (B)(6) with a reported unit failure of screen not readable. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed 0012-00-1747 cable serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the cable to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After one hour of run time, the fat could not replicate the complaint of the screen not readable. The cable passed testing. Retaining the cable in the fat per procedure number 0002-07-d008 rev. At. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the video receiver to lcd cable to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) had display issue, screen was not readable . There was no patient involvement.